Event description:
PICC (peripherally inserted central catheter) placed, however unable to remove stylet which bunched up at yellow portion of catheter. Entire catheter removed and another placed. Upon examination of stylet, it appeared smooth with tip intact.